Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: procedure group: lung resection procedure. Observation: yes. Blood patch (x2).

Event description:
It was reported via clinical trial the patient experienced, post-operative pain, right apical pneumothorax, and post-operative delirium. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2022 additional information received: procedure group: lung resection procedure. Adverse event term: post-operative pain. Outcome: recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022. Additional information: outcome: not recovered/not resolved. Added concomitant product for the stapler: psee60a.